Event description:
It was reported, 3.1 drill bit was used to screw inserting on shaft locking hole of plate. Drill sleeve was removed, 4.0 x40mm locking screw was inserted through outer sleeve. Started with hand screwdriver to align threads. Power was then used to drive screw almost flush w/plate hand screwdriver used for final tightening. Before screw was seated, head broke off.

Manufacturer narrative:
Device not returned. No eval will be peformed. If the device becomes available a supplemental report will be issued.